Manufacturer narrative:
Customer's meter (B) (4) and test strip lot# 44107 were returned for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. Similar readings of 20mg/dl and 137mg/dl were found in the meter's memory. It is important to note that the customer's date and time were set incorrectly in the meter.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter within 10 minutes. Results of 19 mg/dl and 135 mg/dl were plotted on the parkes error grid. The results fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the meter is designed to display readings of 20 mg/dl to 500 mg/dl. This meter does not show a numeric value less than 20 mg/dl. A blood glucose reading below 20 mg/dl will read as a "lo" in the adc meter.

Event description:
The customer stated that she was hospitalized due to an infection at the infusion site. The customer stated that the infusion set was black at the time of the event. Nothing further was reported.